Event description:
The facility reported to largo customer service a syndeo syringe pump will not stay on. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. Although several attempts were made by baxter to obtain additional information, no additional information is available.

Manufacturer narrative:
The pump has not been received for evaluation. A follow-up report will be filed once the device is received and evaluated, or if any additional details become available.